Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. During pre-testing it was observed that the device has loose set screws. Reliability engineering evaluated the device and observed that the device met all operational specifications. Therefore, the reported condition was not duplicated or confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a decompression fixation surgery it was observed that the motor device was "running hot". As a result, there was a ten minute delay in the surgical procedure. A spare device was available for use. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.